Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information a phone call from an health care professional (hcp) inquiring about information pertaining to this patient and the implanted subcutaneous implantable cardioverter defibrillator (s-ICD). During the call, the hcp mentioned the device had been moved and re-implanted. Boston scientific was not aware of this information previously. The local field representative was contacted and reached out to the clinic. According to clinic records, there has been no documentation of this.